Event description:
The plaintiff alleges that in march 1997 plaintiff first became aware that the following symptoms may have been related to latex exposure; anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress. Plaintiff has sustained serious, severe and permanent bodily injuries, pain and suffering. Plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of the usual activities, pursuits and pleasures. Finally, plaintiff's spouse has been deprived of the love, services, advice, companionship and consortium.